Event description:
It was reported that the pt does not hear as before. Testing carried out on (B)(6) 2010 shows increased impedance on electrodes no 2 and 11. Electrodes no 9 and 12 are in status sc, and the ground path impedance is at 10, 82 kohms.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.